Event description:
The reporter indicated a +23.0 diopter cc4204a collamer aspheric single piece lens was torn during the loading process, there was no patient contact. The reporter indicated the foam tip plunger overrode the lens and caused the lens damage . The reporter stated the foam tip plunger was defective.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens torn into two pieces, from one haptic through the optic to the other haptic. A piece of one haptic was torn off and missing. The lens was returned dry and there was evidence of dried surgical residue. Evaluation codes: conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4). Other text: foam tip plunger was not returned.